Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump failed battery test. Troubleshooting was not performed for failed battery test. The insulin pump was exposed to moisture and there was physical damage on the insulin pump. Insulin pump will be returning for analysis.